Event description:
On (B)(6) 2012 customer reported a leak (blood and diluent) under the lh500 instrument which was not contained within the instrument. Customer also stated that the instrument experienced aspiration errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the needle bellows were not draining because the pinch valve 21 actuator at pinch valve 21 was not returning. Fse replaced the pinch valve 21 actuator, pinch valve 21 and the tubing. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).